Event description:
A female was taken to surgery to determine if there was an issue with her lapband. Pt had been experiencing issues with her lapband not retaining the saline injected into the lapband. Upon surgical inspection, the surgeon noted a leak distal to the port. Surgon opted to remove the lapband and replace it with another.